Manufacturer narrative:
Twenty of the twenty-two malfunctions reported were returned for evaluation. Two alarms not returned were reported for no sound. One alarm was over 36 months old and the second was approximately 12 month from manufacture date. Without the return of the device the complaint cannot be confirmed. This type of complaint has been previously reported and product has been evaluated. As these types of issues are well known and understood, an evaluation of sample stock is not necessary. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. The other twenty alarms returned were reported as not sounding at all, not sounding when the magnet is removed or having power but no sound. Evaluation of the returned units found eighteen of the units ranged from 24 months to over 48 months old from the day of manufacture and the root cause failures were attributed to wear and tear of the device. Two alarms under 12 months found one alarm failed as a result of moisture exposure and the other had a component fail early. Being that the units were put into use, it is unlikely that a manufacturing non-conformity contributed to the reported complaint. The instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. Q4 2017 asr #e2015006 .

Event description:
This report summarizes twenty-two malfunctions. The alarms had sound related issues. Q4 2017 asr report e2015006.